Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when over sewing the stomach during a laparoscopic gastric sleeve procedure, the two needles dropped into the patient¿s cavity twice from the handle while passing. It was stated that the needle was retrieved with a laparoscopic grasper. They removed the needles reloaded the device to complete the case. There was no patient injury.